Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdm113 batch number, and no non-conformances were identified. Additional investigation summary: an unopened sample of product code w2870, lot # pdm113 was returned for evaluation. During the visual inspection of the sample, a foreign matter and apparent eyelash on the ophthalmic folder could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. Prior to use, it was found foreign matters in the package. There were no adverse patient consequences. Upon evaluation of the returned device, an eyelash on the ophthalmic folder could be observed. No additional information was provided.